Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test. Due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner and cracked display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the display on the insulin pump continued to shut off. The device is not saying that its not delivering but the screen is blank. Customer's blood glucose was 86 mg/dl. Troubleshooting was performed. Customer stated the device only had no physical damage only scratches. The insulin pump had not been dropped or bumped. No damage was noted on the battery compartment or springs. Customer was advised to inserted a new battery and the display returned. Customer was advised to that a new battery cap will be set and to monitor the insulin pump until then. Customer then call back and stated when she woke up the display was blank but it was currently functioning. Customer pressed the act button and the screen turned back on. Later in the day customer called back saying customer was not comfortable with the insulin pump as the device continued to have blank display. The insulin pump was returned for analysis.